Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. The following sections were updated: b4, b5, d9, g3, g6, h2, h3, h6, h10. The reamer was returned for investigation. The shaft of the reamer shows some scratches. The cutting edge of the reamer is fractured. The characteristic of the fracture surfaces indicates a ductile fracture. It was further investigated under a scanning electron microscope. The fracture surface shows shear dimples in the matrix, which describe a ductile forced fracture. Hardness measurement were performed and found to be within the predefined specification. According to this examination, no material defect can be detected. A review of the device manufacturing records confirmed no abnormalities or deviations. Device is used for treatment. Medical records were not provided. With the available information, a definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Event description:
It was reported that the lag screw reamer broke during operation during surgery. This event is related to a malfunction that could potentially lead to a serious injury. Due diligence is in progress for this complaint; to date, whatever additional information received has been included in this report.

Manufacturer narrative:
(B)(4). G2-foreign- south africa. Investigation of this incident is currently ongoing. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.